Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in used conditions and without its original packaging. Visual inspection: the sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. Result: no discrepancies were found. Functional test: the sample was connected to the warming machine, in order to perform a functional test. Results: there was a leak in the bonding between the tube and the connector of the filter assembly. The root cause of the reported issue was found to be most probable causes was the tube and the connector of the filter assembly were not properly bonded. Actions were taken to mitigate the reported issue: production personnel was retrained on the manufacturing procedure by the production supervisor .

Event description:
It was reported that the set was leaking. No patient injury was reported.